Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details is not able to be requested as the reporter wishes to remain anonymous and declined to provide additional information. No additional information is available at this time.

Event description:
Physician reports "defective implant." The affected side and treatment are unknown. Device status is unknown.